Event description:
Following an uneventful stent procedure, the patient reportedly experienced chest pain. Seven days post procedure an angiogram was performed which reportedly revealed restenosis and a suspected"gap" in the stent. The restenosis was dilated with a balloon catheter and a second stent was placed within the initially implanted stent. The patient was discharged from the hospital and is scheduled for a follow-up angiogram in three months.